Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had continued battery issues, alarmed unexpected restart and had an unresponsive keypad. Troubleshooting for unexpected restart was performed. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that there was a temp basal programmed prior to the unexpected restart alarm and that insulin pump was not stored or not in used for an extended period of time. The customer also stated the alarm did not occur shortly during battery change. The alarm was also recurring during normal use. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. No indication of troubleshooting for the keypad anomaly and battery issues. The insulin pump will be returned for analysis.